Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this right ventricular lead has been experiencing intermittent stimulation of the pectoral muscle. Analysis was performed and all parameters were within normal measurements. Evaluation of the patient was performed, and the issue was able to be reproduced. The muscle stimulation occurred while in supine position, it was determined this is an isolated stimulus, which is an indication of lead damage. A lead revision was recommended. At this time, this lead remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The lead was not returned for analysis as the lead remains in use; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. A risk review performed for the reliance 4-front active fix device confirmed that the event of damaged/defective is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the reliance 4-front active fix device is acceptable. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
It was reported that the patient with this right ventricular lead has been experiencing intermittent stimulation of the pectoral muscle. Analysis was performed and all parameters were within normal measurements. Evaluation of the patient was performed, and the issue was able to be reproduced. The muscle stimulation occurred while in supine position, it was determined this is an isolated stimulus, which is an indication of lead damage. A lead revision was recommended. At this time, this lead remains in service. No further adverse patient effects were reported.